Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed a kink near the hub of the penumbra system 5max reperfusion catheter (5max) upon removal from the packaging hoop.

Manufacturer narrative:
Corrected catalog # from "psc054" to psc054-b (B)(4). Results: the 5max was kinked approximately 16.0 cm from the hub and bent approximately 3.0 cm from the distal tip. Conclusions: evaluation of the returned device confirmed it was kinked in the proximal shaft. This type of damage typically occurs due to forceful manipulation of the 5max at extreme angles during removal from the packaging hoop. Further evaluation revealed the distal shaft was bent. This damage was likely incidental and may have occurred during packaging for return. The 5max devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed a kink near the hub of the penumbra system 5max reperfusion catheter (5max) upon removal from the packaging hoop. The kinked 5max was found prior to use; therefore, it was not used during the procedure. The procedure was completed using a new 5max.